Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "rupture found upon explant." Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "capsular contracture, baker grade unknown", "frozen shoulders", "inflammation in shoulders and chest", "fluid around heart", "can not lift their arms", and "lump". Later, healthcare professional reported "rupture found upon explant. Later, healthcare professional reported "capsular contracture, baker grade unknown" and "contour prosthesis". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and inflammation.

Event description:
Patient reported "capsular contracture, baker grade unknown", "frozen shoulders", "inflammation in shoulders and chest", "fluid around heart", "can not lift their arms", and "lump". This record is for the left side. Device remains implanted.